Event description:
It was reported that the patient's right ventricular leadless pacemaker (rv lp) dislodged. Further information was not provided. Further information was requested but not received.

Manufacturer narrative:
Please correct this report 2017865-2025-1006695. The same issue was previously reported as 2017865-2025-1006795 on 05 dec 2025.

Event description:
Please correct this report 2017865-2025-1006695. The same issue was previously reported as 2017865-2025-1006795 on 05 dec 2025.